Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups) was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm) on the imaging system, the uninterruptible power supply (ups) was not functioning as designed. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The battery connector was returned to the manufacturer for analysis. The connector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.